Event description:
Procedure: nissen fundoplication. According to the reporter: surgeon went to pass needle from one side to the other and the device would not open. Device was toggled back and it opened. Surgeon attempted to toggle and open again and device would not open. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Additional information requested via email.

Manufacturer narrative:
(B)(4).